Manufacturer narrative:
Additional information: d9, g3, h6. The complaint was confirmed. One unpackaged ar-6485 synergy cw4 arthroscopy pump, serial number (B)(6), was returned for evaluation. Visual inspection noted that the door locking mechanism was damaged. The locking clip was bent and out of place, restricting the door from being closed properly. Scratches were observed on the housing panels. No functional test with the tubing and water was performed due to the damage to the door closing mechanism. The most likely cause for the reported failure is misuse by the end user.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06433504 that an ar-6485 arthroscopy pumps locking mechanism on the door was broken and wouldn't lock anymore. This was discovered during a case. There was no patient harm.